Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was confirmed. Upon investigation the monitor was unable to run detect and treat. The cause for failure was contamination on the sd card and multiple component of the defibrillator and pca board. Additionally, the rear response button was non-functional. The cause for the failure was contamination on the response button switch. The response button cover showed signs of physical abuse. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.